Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event. Medical records did not contain dialysis treatment records, progress notes, physician orders, medication records or additional laboratory results for review. Clinical review of the medical records was completed and there was no documentation supporting a possible association between fresenius dialysis products and the event of hernia.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported she had to perform a stat drain and cancel treatment due to "having a hernia". The patient stated she has not had surgery to correct the hernia.